Event description:
It was reported that this pacemaker exhibited undersensing resulting in inappropriate atrial tachy response (atr) episodes and overpacing. Additionally, boston scientific technical services (ts) noted this also resulted in a short run of ventricular tachycardia (vt)/supraventricular tachycardia (svt) episodes. Reprogramming options were discussed. No additional adverse patient effects were reported. This device remains in service.